Manufacturer narrative:
A titan pump and two cylinders were received for evaluation. As examination of the device may not conclusively confirm or disprove the report of hernia quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, proximal herniation was reported. There was not a product defect or malfunction reported. The device was replaced with another inflatable device.